Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the peripheral cutting balloon (pcb) was returned inside the 7fr sheath. The introducer sheath was cut along its length with the balloon protruding from the slit in the sheath. An attempt was made to apply negative to the device however, could not be performed due to the amount of congealed blood in the device. Microscopic examination of the balloon identified no visible damage to the balloon or blades. The balloon did not appear to be fully deflated at the distal end of the balloon. No further damage noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is considered to be user/ use error. The dfu states, "if resistance is encountered the device and the sheath have to be removed as one unit to prevent damage to either device and the patient." (B)(4).

Event description:
It was reported that during an arteriovenous treatment procedure, removal difficulty occurred. Vascular access was obtained through a radial artery. The physician advanced the 8.0mm x 2.0cm peripheral cutting balloon (pcb) to an av fistula located in the left arm. The balloon was inflated twice to 8atms for 30 seconds each. The balloon was deflated and upon withdrawal of the device through a non-bsc introducer sheath, resistance was encountered. 'It felt like the cutting balloon was stuck in the sheath.' The physician pulled harder on the device and noted the sheath tearing and coming out of the arm. The sheath and the pcb were removed from the patient as a unit. The procedure was completed with this device. Post procedural angiogram confirmed there was no injury to the vessels. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an arteriovenous treatment procedure, removal difficulty occurred. Vascular access was obtained through a radial artery. The physician advanced the 8.0mm x 2.0cm peripheral cutting balloon (pcb) to an av fistula located in the left arm. The balloon was inflated twice to 8atms for 30 seconds each. The balloon was deflated and upon withdrawal of the device through a non-bsc introducer sheath, resistance was encountered. "It felt like the cutting balloon was stuck in the sheath." The physician pulled harder on the device and noted the sheath tearing and coming out of the arm. The sheath and the pcb were removed from the patient as a unit. The procedure was completed with this device. Post procedural angiogram confirmed there was no injury to the vessels. No patient complications were reported and the patient's status is fine.